Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. 4 samples initially generated a positive result for sars-cov-2, influenza a, and influenza the same samples were retested on the same device which yielded a negative result for all targets. The 5th alleged sample initially generated sars-cov-2 positive, influenza a positive, and influenza b negative results. The same sample was retested on the same device which yielded sars-cov-2 negative, influenza a positive, and influenza b negative results. The negative result was released. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 5 mdrs will be filed.

Manufacturer narrative:
Although a root cause cannot be identified, the data shows true amplification therefore, no systemic product problem with the reagent or hardware was identified. Related lots were internally tested and the customer¿s allegation was not identified. A hypothesis for the dual and triple positive could be cross-contamination between samples. Corrected b3- date of event from (b)(3) 2022. Provided the initial testing date for all 5 alleged samples in b6. Specified in b6 and b5 that the 5th alleged sample was retested twice and generated a positive result for flua and negative result for flub and sars-cov-2.

Event description:
The 5th alleged sample initially generated sars-cov-2 positive, influenza a positive, and influenza b negative results. The same sample was retested twice on the same device which yielded sars-cov-2 negative, influenza a positive, and influenza b negative results.